Event description:
It was reported that the device continually reboots and will not complete a power on boot cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio replaced the system-controller and user interface pcb assemblies as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further testing was performed on the removed parts and physio was still unable to verify the reported failure. A conclusive cause of the reported failure could not be determined.